Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of not feeling well presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software program was performed successfully and resumed normal functions.